Event description:
On (B)(6) 2010, pt left a message reporting her infusion device is showing an e4 (occlusion) error and her blood glucose is over 500 mg/dl. Pt stated she has taken 18 units of insulin via syringe. Pt stated her blood glucose dropped down to 40 mg/dl before it started going back up to her normal range. Pt reported her normal range is in the 140's mg/dl. Pt stated she drank apple juice and ate 6 crackers with peanut butter to bring her blood glucose back up. Pt reported her blood glucose was 127 mg/dl at 8:30 pm; she was feeling fine and lay down to sleep. Pt stated she was awakened at 10:30 pm and then tested her blood glucose with a reading of 512 mg/dl. Pt stated she attempted to program a correction bolus and that is when the infusion device showed the occlusion. Pt reported she tested her urine and it was 160 with large ketone bodies in the urine; took 10 units of insulin via syringe. Pt stated at 11:12 pm her blood glucose was 520 mg/dl and she took another 8 units via syringe. Pt reported then at 12:46 am her glucose was 413 mg/dl, so she took another 6 units of insulin via syringe. Pt stated her blood glucose was 322 mg/dl at 1:38 am and by 3:30 am her glucose was 40 mg/dl; was able to self treat and then 20 minutes later her blood glucose was 77 mg/dl. Pt reported this is the 2nd time this week she has gotten the e4 and her glucose was elevated and is concerned. Pt reported when she received the e4 on (B)(6) 2010 she disconnected from her infusion site; was able to prime 5 units of insulin. Pt stated the insulin was coming out of the infusion tubing. Advised this means the occlusion would be in her infusion site and to change her site. Pt stated she will change her infusion site and is going to insert a new insulin cartridge and replace the infusion tubing as well. On call back to pt she stated she did insert a new site and the infusion device is no longer occluding. On follow up call on (B)(6) 2010, pt reported her blood glucose has been normal, between 118-137 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.